Manufacturer narrative:
(B)(4). Batch # p55l1n. The analysis found that one plee60a device was returned with no apparent damage and with a gst60w cartridge loaded on the device. The returned reload was fully fired. The articulation mechanism was noted to be damaged as the anvil would not retrieve the articulation setting. No conclusion could be reached on what caused the damaged to the articulation mechanism. The device was dry fired and was noted that the lockout system did not engaged as the knife would advance without cartridge loaded on the device. In addition, a fully fired reload was loaded on the device and the knife would still advance making the lockout feature of the device non-functional. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties noted. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic duodenal switch procedure, the stapler was articulated and placed. After stapling off the jejunum, the stapler would not straighten out. It was removed from the patient with the 12 mm trocar still on it. Another trocar cannula and stapler was opened and used to complete the procedure. There were no adverse consequences for the patient.